Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 85% stenosed, 5.0x20mm lesion located in the mildly tortuous mid segment of a saphenous vein graft. Using a direct stenting technique, a 4.0x24mm ion stent was deployed at 14 atm's. While removing a non-bsc embolic protection system, the proximal side of th 4.0x24mm ion stent was deformed. Post dilation was then performed using a 5.0x20mm unspecified balloon resulting in the stent being fully expanded and well apposed. No further patient complications occured and the patient status is fine.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)